Manufacturer narrative:
This report is submitted on april 13, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced infection, skin breakdown at implant site and subsequent extrusion of the device, resulting in the decision to explant. The device was explanted on (B)(6) 2017.